Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, high, out of range high voltage lead impedance was observed. An aborted therapy was observed during a vf episode. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasions were noted at 12.5-13.4 cm, 13.7-13.9 cm, and 14.4-14.6 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 8.7-9.2 cm and 9.9-10.6 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 17.6-17.7 cm, 17.8-18.0 cm, 17.9-18.1 cm, 18.6-18.8 cm, 18.7-18.9 cm, 19.1-19.7 cm, 19.2-19.4 cm, 19.5-19.9 cm, 20.4-20.7 cm, 21.2-21.8 cm, 22.0-22.5 cm, and 23.0-23.2 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasions were noted at 14.9-16.0 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 10.5-13.0 cm from the distal tip. The etfe coating was abraded on one cable, while intact on the other. Internal insulation abrasions under the svc shock coil were noted at 17.3-18.8 cm and 20.4-20.8 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of low hv impedance and no hv output.